Event description:
It was reported that the guide wire froze in the ultrasound catheter following dilatation. The ultrasound catheter was removed with the wire inside, and with contamination noted on the catheter. After force was applied, the guide wire was removed and it was noted that there was a substance coming off of the core of the guide wire. Reportedly no pt injury occurred.

Manufacturer narrative:
H6: eval codes corrected. Qa analysis revealed that the wire was returned with a foreign substance on the coils. The tip of the wire was wavy. The core was intact. An attempt was made to advance the guide wire through a gauge was unsuccessful, and the guide wire would not advance beyond the foreign substance. Scanning electron microscopy revealed large peaks of silicon, calcium, chlorine and small peaks of sodium magnesium, aluminum, phosphorus, sulfur, and iron. Quality engineering was unable to determine the identity of the foreign substance. After review of the mfg process, it was determined that the substance is not related to any material encountered during the mfg process of the guidewire. As part of the quality process, 100% of all guide wires are inspected microscopically during the packaging phase of mfg to ensure proper device structure and integrity. No corrective action is warranted at this time. This MDR is considered closed by the qa dept.